Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she doesn't give herself boluses very often. The customer declined further troubleshooting. The customer stated she had previously conducted a prime test, and the insulin pump passed. The customer feels that her body is just not absorbing the insulin. Nothing further was reported.